Event description:
It was reported that a system error 2367 (resume error, critical error found) occurred on a homechoice (hc) device during drain two of five. A technical service representative (tsr) had the home patient (hp) review the alarm logs, but no previous alarms were found. The hp ended therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.